Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, and examined using a microscope. The tubing was identified as having been cut down to the pump block; no tubing was returned for analysis. No leaks were found. Under microscope observation, it was noted that the pump was contaminated. The pump was not functionally tested due to the contamination identified within the pump. Product analysis was unable to identify device malfunction with the returned pump.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the tubing between the right cylinder and the pump. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the tubing between the right cylinder and the pump. No patient complications were reported.